Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic and broken haptic damage was observed. Product history records were reviewed and documentation indicates the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the temporal optic broke during injection of the iol into the superior scleral tunnel. Another iol was requested. Additional information was provided that the haptic broke, documentation indicated a small bleed, however, the iol was replaced and the procedure was finished with no inconvenience. In a postoperative control appointment the patient did not report any injury or consequences because of the event. Additional information was provided by the pharmacist, who reported that during the iol injection into the superior scleral tunnel, the temporal haptic broke injuring the superior iris causing a little bleeding in the iris which was solved immediately. This avoided the iol suture, another iol was requested fixating it correctly in sclera. Additional information has been requested.